Event description:
The consumer alleges the chair has stopped and the front casters would not go down when he was in the chair, causing him to fall out of his chair. No serious injury is alleged.

Manufacturer narrative:
This complaint appears to be the result of a malfunctioning stability lock. If the stability lock feature does not engage properly the chair may tip. Invacare has initiated a voluntary field action (B) (4). Manufacturer is working with the distributor to have the chair serviced.